Manufacturer narrative:
Corrected data: the correct device manufacturer date (h4) has been confirmed and provided. The suspect device was returned to olympus and evaluated. The reported problem was confirmed and the causes were isolated to a faulty cable unit and a dead battery. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 15 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of no image appearing could not be identified. However, it is likely the cause was related to a faulty power supply. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device is not available. As such, an actual device evaluation is not performed. Additional information received from customer. This supplemental report is being submitted to provide this information. Customer informed that relay would not activate when scope was connected. The model and serial numbers of the devices used in conjunction with the device at the time of the event are not known. The device was not dropped nor came in contact with a hard surface or sharp corner. There were no error messages, alarms or alert tones associated with this event. There were no foreign objects such as hard water residue, lint or dust on the electrical contacts. Device history record review indicates that the device was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The device did not turn on, therefore the lamp did not light up and there was no image does not appear. Root cause for the issue cannot be determined since device is not returned.

Manufacturer narrative:
Additional information is not yet available for this event. The device is not returned, as such a definitive root cause of the reported complaint cannot be determined at this time. Supplemental report(s) will be filed as the information becomes available.

Event description:
As reported for this event by the customer, during preparation for use, when connected the device did not turn on. There is no patient involvement and no harm to any patient.